Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, foreign material was seen on iol after insertion in the eye. The patient did not claim any particular complaint on how he sees and he has good vision and no problem to the patient had good vision. Additional information has been requested.

Manufacturer narrative:
The company cartridges were not returned for evaluation. A video was provided. The company lens and cartridge preparation were not shown. The lens was quickly advanced from the nozzle entry into the eye. No foreign material was observed on the lens. A small piece of material was observed under the center of the lens. The material was removed with I/a tip. Photos were also provided. A qualified handpiece and viscoelastic were indicated. It cannot be determined if the lens used was qualified without the diopter information. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. The reported foreign material was observed on review of the provided video. A qualified handpiece and viscoelastic were indicated. It cannot be determined if the lens is qualified without the diopter information. It is unknown if the lens was in the qualified diopter range as the diopter information was not provided. Company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The issue may be related to a failure to follow the IFU (instructions for use). The lens was quickly advanced from the nozzle entry area into the eye. The IFU instructs to slowly advance the lens until the optic is exiting the nozzle. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the patient's visual acuity is good and there is no health problem.